Event description:
It was reported that during a lap cholecystectomy procedure, the device clips were malformed, pear shaped and open at the end. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.